Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Also found 2nd sensor retracted cannula inside sensor base. See attached picture for details.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a portion of the sensor electrode was missing. The customer¿s blood glucose was 180mg/dl at the time of the incident. The customer reported that they were having issues with his sensor. The customer got a sensor signal lost about 1 hour into the warm up. The sensor that went out 1 day early gave him calibration not accepted and change sensor alarms. The sensor this morning gave him a lost sensor and sensor signal not found message. The customer mentioned that when the sensor was removed he noticed a portion of the cannula was missing. The sensor will be returned for analysis.